Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02859. Related manufacturer reference number: 3006705815-2020-02860. Related manufacturer reference number: 1627487-2020-22947. Related manufacturer reference number: 1627487-2020-22948. It was reported the patient experienced an infection at the ipg and lead site. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire thoracic system was explanted. In turn, the infection was treated with antibiotics and has cleared. Patient is stable.